Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss to the ilet while using the g7. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention. User support included customer support troubleshooting and education, including guidance to toggle the settings and allow additional time for sensor pairing. Investigation of this case revealed a suspected communication pairing issue between the ilet and the dexcom g7 cgm, with no device damage reported and no ilet alarms triggered. It was concluded, based on previously established findings for similar reports, that the cause was user device connectivity involving cgm pairing behavior, with normal operation restored contingent on successful re-pairing.